Event description:
A caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped in. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the case from the pump, inspect the pump and pneumatic tap area, remove an o-ring from the tap, and clean the area with an alcohol wipe or lint-free cloth. After following these instructions, the customer was able to successfully reload the original cartridge and resume insulin therapy.